Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer's blood glucose (bg) level lowered, however, a bg value wasn't provided. Customer declined to complete troubleshooting with tandem technical support.